Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a battery overheating alert, and the device stopped working. The device was in clinical use when the issue occurred, the patient was moved to nasal cannula oxygen therapy. The customer did not report any patient or user injury/death. Investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and it was reported that the customer replaced the battery to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.